Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx6mm, 0.5ml insulin syringe from an open polybag from lot 9217412. Consumer reported found one syringe missing a stopper and the same syringe when removing the plunger cap the plunger rod slipped out of the syringe. The returned syringe was examined, and it was observed that the rubber stopper was missing. The missing stopper would be the cause for the plunger rod to be loose from the syringe. A review of the device history record was completed for batch # 9217412 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200836434, 200835960] noted that did not pertain to the complaint. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion plunger rod slipped out of the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 328520 batch no: 9217412 it was reported that consumer found one syringe missing a stopper and the same syringe when removing the plunger cap the plunger rod slipped out of the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31g 6mm s/c u-100 relion plunger rod slipped out of the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 328520, batch no: 9217412. It was reported that consumer found one syringe missing a stopper and the same syringe when removing the plunger cap the plunger rod slipped out of the syringe.